Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing due to loss of tissue contact in the pocket. No intervention was performed. The condition of the patient was unknown, but will be continue to be monitored remotely.